Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cerner orders in deleted status did not get discontinued on the enterprise system server. A technical support specialist connected to the customer workstation and observed that the unwanted order was still present in the enterprise system, while in cerner the order status was marked as deleted instead of discontinued. The tss explained that deleted and discontinued statuses were being treated as equivalent and requested that a hl7 discontinue message be sent and properly mapped in the care fusion coordination engine. It was later confirmed that the cerner host system needed to update the field mapping, so the deleted status aligned with compatible hl7 messages. The customer confirmed that the cerner fixed the mapping and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a discontinued order was not removed from the dispense options. As a result, a nurse dispensed an incorrect medication because it was available for dispensing on the station but not reflected on the server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.